Event description:
It was reported that the t:slim x2 pump battery would not charge, even though the customer used the official tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.